Event description:
It was reported that the customer had a sensor glucose versus blood glucose on the insulin pump. The customer's blood glucose level was 35 mg/dl. The customer ate sugar because of low blood glucose. The customer declined to troubleshoot for sensor glucose versus blood glucose when asked. The customer was advised to run a test plug on his transmitter to make sure there are no issue with his transmitter. The customer states he will call back to run a test plug on the transmitter. The customer was advised that the we would note this account about this. No further assistance was required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.